Event description:
The customer stated that the field service engineer was working on the cobas 8000 ise module (c8kise) on (B)(6) 2018. After service, the customer stated that they continued to receive low results for an unspecified number of patient samples tested for ise indirect na for gen.2. The customer provided data for a total of 18 patient samples. Of these 18 samples, one had an erroneous na result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 134 mmol/l, which repeated as 141 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The lot number and expiration date of the na electrode were asked for, but not provided. The field service engineer determined that there may have been a possible issue with the na electrode and sampling. He replaced the sample probe and seal. He replaced all electrodes and pinch valve tubing. He verified the sample probe alignment. He ran calibration, controls, and precision studies.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.